Manufacturer narrative:
The microcatheter was returned for analysis. The guidewire was not returned for analysis as it was discarded at the site. The microcatheter was decontaminated and the total length of the microcatheter was measured and found to be within specifications. No issues were found with the microcatheter hub. The microcatheter body was found to be punctured at near the distal tip. Inspection of the remainder of the microcatheter body, apart from the observed puncture, revealed no other damage or irregularities. No issues were found with the microcatheter distal tip. An unsuccessful attempt was made to flush the microcatheter with water as it was found to be occluded with what is likely to be dried contrast. The microcatheter could not be used for testing with an in-house guidewire as it was found to be occluded. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon microcatheter has been returned for evaluation. Once completed a supplemental report will be submitted. Mdrs from this event: 2029214-2017-01149. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that when advancing the silverspeed guidewire through the marathon microcatheter, it did not follow the same trajectory as the catheter while in the patient. The microcatheter was punctured by the guidewire. It was reported that after the microcatheter and guidewire were removed, damage was observed at the distal end of the microcatheter. The microcatheter was replaced to complete the procedure without issue. There were no patient symptoms or complications associated with this event. The patient was receiving embolization treatment. Vessel tortuosity was minimal and access vessel was the middle meningeal off the external carotid artery. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as directed. The tip of the wire was shaped, but tip of the catheter was not. There was no friction or difficulty during insertion of the guidewire.